Manufacturer narrative:
During the device evaluation, the event finding: there was sudden loss of image (no image event) due to a cable failure, faulty cable or disconnection. The following are additional findings and are as follows: there was cable buckling on the universal cable, and white scratches from bad image quality due to malfunction of the imaging system. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the indicated phenomenon could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head experienced a no image issue due to a cable disconnect. The event occurred during inspection for use. There was no report of patient or user harm associated with the event.